Event description:
Severe erosion of cartilage/ high grade to full thikness cartilage loss throughout lateral tibial plateau [cartilage damage] tricompartmental osteoarthrosis/ end stage degenerative arthritis right knee [osteoarthrosis] difficulty walking/ambulation difficulties/unable to leave home without assist [walking difficulty] mild synovitis [synovitis] ([joint effusion], [joint swelling]) knee pain right/arthralgias/knee pain left/soreness knee [aching (r) knee] ([pain upon movement], [condition worsened]) medial meniscus low grade degenerative tear/mucinous degeneration within the posterior horn lateral meniscus/complex tear of medial meniscus of right knee [meniscus tear of knee] eccentric bone lesion in ipsilateral proximal tibia [bone lesion] bilateral genu valgum/ knee pointing inwards when standing [genu valgum] patellar crepitus [joint crepitation] musculoskeletal pain with compression [musculoskeletal pain] pain radiate to lower leg [leg pain] decreased rom [joint range of motion decreased] instability [joint instability] weakness/limited strength in right knee [weakness] feels worse on weight bearing [weight bearing difficulty] knee arthritis primary left [knee arthritis] pain interferring with quality of life and activities of daily living [activities of daily living impaired] hematocrit low [hematocrit low] hemoglobin low [hemoglobin low] white blood cell count high [white blood cell count high] red blood cell count low [red blood cell count low] glucose high [glucose high] fatigue [fatigue] decreased sensation in her right knee [hypoesthesia] stiffness of right knee [joint stiffness] case narrative: initial information received on 29-may-2018 regarding an unsolicited valid serious legal case from united states received from a lawyer. This case involves a 62 years old female patient (163.8 cm and 71.655 kg) who experienced severe erosion of cartilage/ high grade to full thikness cartilage loss throughout lateral tibial plateau, mild synovitis, tricompartmental osteoarthrosis/ degenerative arthritis of knee/ end stage dehenerative arthritis right knee, knee pain right/arthralgias/knee pain left/soreness knee, difficulty walking/ambulation difficulties/unable to leave home without assist, medial meniscus low grade degenerative tear/mucinous degeneration within the posterior horn lateral meniscus/ complex tear of medial meniscus of right knee, eccentric bone lesion in ipsilateral proximal tibia, bilateral genu valgum/ knee pointing inwards when standing, patellar crepitus, musculoskeletal pain with compression, pain radiate to lower leg, decreased rom, instability, weakness/limited strength in right knee, feels worse on weight bearing, knee arthritis primary left, pain interferring with quality of life and activities of daily living, hematocrit low, hemoglobin low, white blood cell count high, red blood cell count low, glucose high, stiffness of right knee, fatigue and decreased sensation in her right knee (latency: unknown for all events) after she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient's past medical history included oophorectomy, right/ ovary removal surgery in 1999, mammogram in (B)(6) 2017, dexascan in (B)(6) 2017, acid reflux, anxiety, eczema (mild, occasional), iron deficiency, insomnia, benign neoplasm of long bones of right lower limb and irritable bowel syndrome, rotator cuff syndrome of left shoulder, patellar tendonitis, chondromal patella, knee pain and swelling, acute shoulder pain. The patient's family history included high blood pressure for brother and mother, stroke for brother, heart disease in mother and heart attack in brother, father. The patient's past medical treatment(s), vaccination(s) was not provided. At the time of the event, the patient had ongoing medial meniscus tear, left, knee pain, arthritis of knee,degenerative, alcohol use occasional, non-smoker user, penicillin allergy, sulfa drug allergy. Concomitant medications included ibuprofen (advil); naproxen sodium (aleve); calcium acetate; zolpidem tartrate for sleep ; vitamin c [ascorbic acid]; tramadol hcl for pain; codeine phosphate, paracetamol (tylenol with codeine no.3); meloxicam (mobic); esomeprazole sodium (nexium); biotin; multivitamins (vitamins nos); dexlansoprazole ; diazepam (valium) for anxiety; loratadine (claritin); polycarbophil calcium (fiber); and aspirin (acetylsalicylic acid). On (B)(6) 2017, the patient received intra-articular synvisc one injection (dose, frequency :not provided; lot number: 7rsl025 or 7rsl016a, expiry date: 30-may-2020 for 7rsl016a) in right knee by orthopedic surgeon for osteoarthritis. It was reported that the patient suffered an immediate and severe reaction following the injection. On (B)(6) 2017, the patient had cortisone injection and aspiration. Patient had continued to experience significant difficulties. On an unknown date, after unknown latency, the bad injection had caused a severe erosion of cartilage and would require significant future treatment which would likely include a complete knee replacement. On (B)(6) 2017, the patient had non contrast MRI of right knee. It was noted that there was mild synovitis, small joint effusion, trace fluid in popliteal recess, 1 month 20 days after hylan g-f 20, sodium hyaluronate and the medial compartment reflected a low grade degenerative tear. The MRI right knee without contrast showed large knee joint effusion an mild popliteal cyst and gave the impression for tricompartmental osteoarthrosis. On an unknown date, the patient had tricompartmental osteoarthrosis/ end stage degenerative arthritis right knee. On an unknown date, latency unknown, the patient had knee pain right/arthralgias/knee pain left/soreness knee, following the hylan g-f 20 and sodium hyaluronate and there was increased amount of pain knee/ bending knee makes pain worse. The patient was treated with aspiration for significant knee swelling and pain and since then the symptoms resolved. Upon physical examination done on (B)(6) 2018, the patient had arthralgias, bilateral genu valgum/ knee pointing inwards when standing, patellar crepitus and musculoskeletal pain with compression. There was no effusion. On an unknown date, the patient experienced medial meniscus low grade degenerative tear/mucinous degeneration within the posterior horn lateral meniscus/ complex tear of medial meniscus of right knee following hylan g-f 20 and sodium hyaluronate. It was reported that the after aspiration, there was no change in amount of pain and the patient was feeling worse. The symptoms were diffuse and pain radiated too the lowe leg. The symptoms were decreased rom, joint instability, swelling and weakness, stiffness of right knee. On an unknown date, the patient experienced difficulty walking/ambulation difficulties/unable to leave home without assist following the hylan g-f 20 and sodium hyaluronate. This event was assessed as medically significant and was leading to disability. The patient was hospitalized for this event. On an unknown date, the patient had eccentric bone lesion in ipsilateral proximal tibia, feels worse on weight bearing, weakness/limited strength in right knee, fatigue. On an unknown date, the patient experienced pain with activity/ pain also present on passive range of motion/ pain that prolonged with knee flexion or extension or prolonged walking or standing. The patient was taking naproxen for it. On (B)(6) 2019, initial evaluation was performed for physical therapy. The patient was in more pain with increased swelling from an active day and the patient was fatigued and had right knee swelling with warmth. On (B)(6) 2019, the patient went for right total knee replacement for end stage degenerative arthritis right knee. It was reported that on an unknown date, the debilitating knee pain was interfering with quality of life and activities of daily living. The patient was hospitalized and the procedure was performed under anesthesia. The patient had failed conservative measures and demonstrated continued symptoms despite use of external joint support and ambulatory device as well as trial of physical therapy. On (B)(6) 2019, the labs revealed white blood cell count high, hematocrit low, hemoglobin low, red blood cell count low, glucose high. The incision was left open to air. The patient was discharged on (B)(6) 2019. On discharge, there was minimal knee swelling and limited rom and strength in knee. The patient was instructed to apply ice. On (B)(6) 2019, the patient was hospitalized for physical therapy. The patient aid of supportive devices such as crutches, wheelchairs or walkers. It was reported that during physical therapy bending of knee made the pain worse and the pain was continuous. The pain was least on rest, cold application, medication. The patient walked short distance without or with assistance on (B)(6) 2019, the patient had significant progress in physical therapy and improvement in right knee flexion and strength, ambulating independently and the patient was discharged for home. Relevant laboratory test results included: aspiration joint - on (B)(6) 2017: [joint aspiration for effusion]; on (B)(6) 2017: [joint aspiration for effusion] biopsy bone - on (B)(6) 2018: [bone right tibia metaphysis blood and fragments of bone with reactive changes] blood glucose (71 - 99 mg/dl) - on (B)(6) 2019: 162 mg/dl [high] haematocrit decreased (36 - 46 %) - on (B)(6) 2019: 33.5 % [low] haemoglobin (12 - 15 g/dl) - on (B)(6) 2019: 11 g/dl [low] nuclear magnetic resonance imaging joint - on 27-oct-2017: [small joint effusion, mild synovitis, trace fluid within the popliteal recess, low grade degenerative tear in medial meniscus] red blood cell count (4 - 5.20) - on (B)(6) 2019: 3.56 [low units: k/cu mm] white blood cell count (4.5 - 11) - on (B)(6) 2019: 11.06 [high units: k/cu mm] corrective treatment- aspiration, cortisone for synovitis, significant knee swelling right knee, small joint effusion right knee/trace fluid within popliteal recess/ large joint effusion; cortisone, right total knee arthroplasty for tricompartmental osteoarthrosis/ end stage degenerative arthritis right knee, naproxen, ibuprofen for knee pain right/arthralgias/knee pain left/soreness knee; rest, application of ice and restricted activity, ibuprofen for increased pain with activity/ pain also present on passive range of motion/ pain that prolonged with knee flexion or extension or walking or standing; walker, crutches or wheelchair use for difficulty walking/ambulation difficulties/unable to leave home without assist; rest application of ice and restricted activity, ibuprofen for decreased rom, weakness/limited strength in right knee, instability, weakness/limited strength in right knee the patient outcome is reported as recovered / resolved for small joint effusion right knee/trace fluid within popliteal recess/ large joint effusion, significant knee swelling right knee; recovering / resolving for increased pain with activity/ pain also present on passive range of motion/ pain that prolonged with knee flexion or extension or walking or standing, stiffness of right knee; unknown for rest of the events. A pharmaceutical technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one (lot number: 7rsl016) with global ptc number: 54124. The production and quality control documentation for lot 7rsl016 expiration date (2020-05-30) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl016 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2014 there are 11 complaints on file for lot # 7rsl016 and all related sublots. 11 complaints are on file for lot# 7rsl016a: (8) adverse event reports, (1) defective syringe, (1) tray lid seal malfunction and (1) broken luer lok hub. Sanofi will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria- medically significant for severe erosion of cartilage/ high grade to full thickness cartilage loss throughout lateral tibial plateau; intervention required for synovitis; hospitalization, medically significant and intervention required for tricompartmental osteoarthrosis/ end stage degenerative arthritis right knee; hospitalization for knee pain right/arthralgias/knee pain left/soreness knee; hospitalization, disability, medically significant for difficulty walking/ambulation difficulties/unable to leave home without assist. Additional information was received on 14-jun-2018. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 17-sep-2019 from non-healthcare professional (lawyer). Event added for feels worse on weight bearing, instability, decreased rom, pain radiate to lower leg, mild synovitis, decreased sensation in her right knee, fatigue, stiffness of right knee, glucose high, red blood cell count low, white blood cell count high, hemoglobin low, hematocrit low, pain interfering with quality of life and activities of daily living, rotator cuff syndrome of left shoulder, knee arthritis primary left, weakness/limited strength in right knee, musculoskeletal pain with compression, patellar crepitus, bilateral genu valgum/ knee pointing inwards when standing, eccentric bone lesion in ipsilateral proximal tibia, medial meniscus low grade degenerative tear/mucinous degeneration within the posterior horn lateral meniscus/ complex tear of medial meniscus of right knee, difficulty walking/ambulation difficulties/unable to leave home without assist, knee pain right/arthralgias/knee pain left/soreness knee, tricompartmental osteoarthrosis/ end stage degenerative arthritis right knee. Verbatim updated for severe erosion of cartilage/ high grade to full thikness cartilage loss throughout lateral tibial plateau. Patient details updated. Clinical course was updated. Text amended accordingly.

Event description:
Severe erosion of cartilage [cartilage damage]. Case narrative: initial information received on 29-may-2018 regarding an unsolicited valid serious legal case from united states received from a lawyer. This case involves an unknown age female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency experienced severe erosion of cartilage. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No concomitant medications were provided. On (B)(6) 2017, the patient received intra-articular synvisc one injection (dose, frequency, indication, and expiry date: not provided; lot number: 7rsl025 or 7rsl016a, expiry date: 30-may-2020 for 7rsl016a) in right knee by orthopedic surgeon. It was reported that the patient suffered an immediate and severe reaction following the injection. Patient had continued to experience significant difficulties. On an unknown date, after unknown latency, the bad injection had caused a severe erosion of cartilage and would require significant future treatment which would likely include a complete knee replacement. This event was assessed as medically significant. Final diagnosis was severe erosion of cartilage. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for severe erosion of cartilage. A pharmaceutical technical complaint (ptc) was initiated on 08-jun-2018 for synvisc one (lot number: 7rsl016) with global ptc number: (B)(4). The production and quality control documentation for lot 7rsl016 expiration date (2020-05-30) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl016 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 14-jun-18 there are 11 complaints on file for lot # 7rsl016 and all related sublots. 11 complaints are on file for lot# 7rsl016a: (8) adverse event reports, (1) defective syringe, (1) tray lid seal malfunction and (1) broken luer lok hub. Sanofi will continue to monitor complaints to determine if a CAPA is required. Additional information was received on 14-jun-2018. Global ptc number and results were added. Text was amended accordingly.